Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus did not work on the screen; the stylus was found out of electrical specification (not functional). Concomitant medical products: product ID: 229047 analyzer (B)(4)

Event description:
It was reported that either the programmer touch screen or pen was not working; nothing happened when the pen was applied to the screen. The programmer has been returned for repair. There was no patient involvement.